Event description:
It was reported to boston scientific corporation (B)(6) 2013 that a pneumatic inflation device used during training on (B)(6) 2013. According to the complaint, during the in service, it was noted that the needle on the pressure gauge was not recording the pressure when the balloon was inflated. The needle was not moving at all. This was an in-service training, therefore there was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation (B)(4) 2013 that a pneumatic inflation device used during training on (B)(6) 2013. According to the complaint, during the in service, it was noted that the needle on the pressure gauge was not recording the pressure when the balloon was inflated. The needle was not moving at all. This was an in-service training, therefore there was no patient or procedure involved.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no issues. Functional testing was performed and the hose was clamped and inflated, which provided a reading. The unit was then hooked up to a test gauge and inflated to 20 psi, the reading was compared on another test gauge, and it was note that they matched. The test was repeated 3 times with the same results. The unit also passed the final test, which was to make sure the unit held pressure for 5 minutes. The reported complaint was not confirmed.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. This is a reusable device, therefore there is no expiration date. (B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.